Event description:
(2/3 reference (B)(6) for related complaints) (documenting second cassette) per complaint form: outbound. Patient reported pumps have alarmed no disposable with two different treprostinil cassettes. Stated was in the middle of the infusion timeframe and each time the patient troubleshooted and restarted treprostinil infusing using the same cassette and pump. No lot number available. The pump serial number today was 429437. No further details provided. No injury.